Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Additionally, it was reported that a multiple minimum fill notifications occurred after filling the cartridge. Customer's blood glucose level was 106 mg/dl. Reportedly, the customer successfully charged the pump, loaded a new cartridge, and successfully resumed insulin delivery.